Event description:
A customer reported a system message displayed and the system locked prior to the procedure. The current procedure and subsequent procedures were canceled, due to this event, after the pt had already received peribulbar anesthesia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).